Manufacturer narrative:
Update 3/21/16 - a second tee was performed on (B)(6) 2015 that showed no evidence of any vegetation on the pacemaker hardware ruling out suspected device infection.

Event description:
The patient went to hospital for altered mental status; found to have acute renal failure and bacteremia. Blood culture were positive for (B)(4). Tee showed possible vegetation on pacer wires. Failed attempts to remove aicd due to lead adherent to tricuspid valve on (B)(6) 2015. The physician reconnected everything and flushed pocked with antibiotics. Patient was sent home with PICC line on IV antibiotics; ancef 1g IV bid for 42 days. Patient will follow up as outpatient.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.